Event description:
It was reported that needle clipping device safe clip was not clipping. The following information was provided by the initial reporter: the caregiver states that the needle cutter does not work since when trying to cut the needle it cannot be done and it seems as if the edge has been lost/is blunt.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. 3 photos of a safeclip device from lot 7177532 were provided. Customer states that the needle cutter does not work since when trying to cut the needle it cannot be done and it seems as if the edge has been lost/is blunt. The photos were reviewed, and it was observed that the user was unable to properly clip the patient end cannula of a pen needle. No photos showing the condition of the cutter blade were provided. The cause for this issue could not be determined based on the photos provided. According with the DHR review information above, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test. See h10.

Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle clipping device safe clip was not clipping. The following information was provided by the initial reporter: the caregiver states that the needle cutter does not work since when trying to cut the needle it cannot be done and it seems as if the edge has been lost/is blunt.